Event description:
Procedure: sleeve gastrectomy. According to the reporter: the third loading unit was placed over the tissue and got stuck on the tissue. Another loading unit was placed at the same place and also got stuck. The internal knife blade was bent and the loading unit could not be fired on two subsequent applications. The stomach was transected to remove the staples. Another instrument was used to finish the operation. The stomach was repaired by hand suturing.